Event description:
It was reported that the patient underwent an explant of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. Reprogramming could not be performed as they could not connect to the device due to a low charge and it was not possible to charge the device, however it was also stated that the patient did not experience any stimulation effects. The patient is doing well post operatively.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause failure to follow instructions.

Event description:
It was reported that the patient underwent an explant of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. Reprogramming could not be performed as they could not connect to the device due to a low charge and it was not possible to charge the device, however it was also stated that the patient did not experience any stimulation effects. The patient is doing well post operatively.

Event description:
It was reported that the patient underwent an explant of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system.